Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, e4 (bht), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No deviation in the reprocessing procedure from the IFU was detected. The subject device was returned to olympus deutschland gmbh (ode). The evaluation by ode detected some physical damages on the device. Ode sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microorganism was detected from a sample collected from the instrument channel and the air/ water channel of the device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.